Event description:
We received a report from the customer that the endotine forehead 3.5 product broke which required a second surgery.

Manufacturer narrative:
Received report from customer indicating that product had broken about a week after implantation which required a secondary surgery. Due to second surgery to replace device, determined occurrence to be reportable to FDA.